Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. (B)(4). Results of investigation: a carefusion field service representative (fsr) went onsite to evaluate the device. The fsr performed an extended self-test (est) and ran performance check per manual. No faults, alarms or error messages noted. The unit is operating to manufacturer's specifications.

Event description:
The customer reported while using the avea ventilator with a patient, it was had an occlusion alarm. The customer stated that the device was removed from the patient and there was no harm or injury.